Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: crease fold, deformation, wear abrasion, white particles in the surface of the shell, cloudy in the gel and weight to the spec. Voids were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and concern with the product. Device has been explanted.